Manufacturer narrative:
The investigation for the reported aic - system self-check error issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of rlm connectivity issue was incorrectly configured or inadequate site network infrastructure (includes low wifi signal strength). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support there was an aic - system self-check error. The aic indicated ao-position alarms. The impella position was confirmed with echocardiogram. The physician later repositioned the pump 3cm deeper in the left ventricle. After the repositioning the readings were better and stable. The perfusionist deactivated all alarms/retrograde flow/signals. It re-activated successfully. There was no harm or injury reported to the patient.